Event description:
It was reported that the user experienced loss of dexcom g7 signal to the ilet while the dexcom g7 app continued to receive data, and customer care guided the user to toggle the dexcom g6/g7 setting and restart the ilet, advising up to 30 minutes for pairing. Symptoms included no adverse clinical effects and no abnormal blood glucose readings. Outcomes included no alerts, no alarms, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education regarding sensor pairing and device restart. Investigation of this case revealed a communication issue between the ilet and the cgm sensor without impact to glucose values, consistent with intermittent connectivity behavior that resolves with device restart and correct sensor selection. It was concluded, based on previously established findings for similar reports, that the cause was user-controllable device communication interruption, resolved through standard troubleshooting.